Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported the issue has not reoccurred since the event date. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, when attempting to delete patient exams, a "critical error" message was displayed on the imaging system. It was reported that the error was displayed when deleting some exams but not all exams. There was no patient present at the time of the issue.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.